Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, noise with isometrics and loss of capture (loc). It was noted the impedances had spiked in the last month. This patient experienced shortness of breath and fatigue. Technical services (ts) discussed programming options. The field representative would discuss with the physician. This ra lead remains in service. No adverse patient effects were reported.